Manufacturer narrative:
Section b5: previous driveline infections are reported under MFR #2916596-2019-02977 and MFR #2916596-2019-01127.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. Trial is locked. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Investigation summary: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to the emergency department with worsening left upper quadrant (luq) abdominal pain and drainage from driveline site. History of multiple prior drive line infections. The wound culture was positive for staph hominis. The patient was taken to the operating room for drive line debridement, wound vac placed. They were discharged on home IV antibiotics for 4-6 weeks. No additional information was reported.